Manufacturer narrative:
Device was received with missing segments or partial display due to cracked lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. Customer¿s blood glucose was 90 mg/dl at the time of incident. Customer stated that insulin pump was neither dropped nor bumped. Troubleshooting was performed for partial display. The insulin pump will be returned for analysis.